Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient received a low alert from their cgm via the display device "receiver". At the time of the alert, the cgm readings indicated low, but no fingerstick (fs) blood glucose test was performed due to the absence of test strips at home. No medications were administered at home. The patient was actively vomiting which prompted the parent to take them to the emergency room (ER). Upon arrival, the cgm continued to display low readings. A nurse performed a fingerstick test, which showed a blood glucose level of 429 mg/dl. The patient was treated with IV fluids. The parent reported that they remained in the hospital for approximately four hours. Once the patient began to feel better, another fs test was performed, showing a blood glucose level of 250 mg/dl. However, the cgm sensor had already been removed prior to this test. The patient uses a tandem t: slim insulin pump in a modified closed-loop system. At the time of this report, the patient is reported to be doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with low cgm reading. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the emergency room. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.